Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannulas fall off after maximum of 5 minutes. Caller reported the issue occurs with 6 cannulas from the same pack. No adverse event reported. Alleged cannulas have been discarded; only unused cannulas will be returned for evaluation.